Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Additionally, due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as january 1, 2000. Ts noted that if a save to disk of device information, further analysis can be performed to confirm reason. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, good faith effort attempts were made to try and retrieve the device, however, the product was not received. As a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the conclusion code cause linked to device but unable to trace more specifically was selected.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Additionally, due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as january 1, 2000. Ts noted that if a save to disk of device information, further analysis can be performed to confirm reason. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.